Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection no signs of external damage. A review of the event history log identified invalid syringe size. During the functional testing the reported issues were unable to be duplicated. The main board does not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced barrel clamp guide, barrel clamp rod and tapered spring as a preventative measure. Performed calibration, occlusion test, preventative maintenance, and all functional tests which passed.

Event description:
Additional information received via email from customer: the issue occurred while in patient use and did not contribute to injury or intervention.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump was not detecting the syringe. No patient injury reported.